Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during a cataract extraction with intraocular lens implant procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The power cable was replaced (and returned) to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 30, 2013. Based on qa assessment, the product met specifications at the time of release. The cable was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated system, where it would not boot up, confirming the reported event. The root cause of the reported event can be attributed to a nonconforming cable. The manufacturer internal reference number is: (B)(4).